Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the recommended bolus amount was inaccurate. Review of the customer's correction factor settings verified that the carbohydrate ratio settings had been inaccurately entered by the customer. Tandem technical support assisted the customer with adjusting to the accurate setting. Blood glucose was 200 mg/dl. The customer acknowledged that the pump was functioning as intended and that the issue was due to user error.